Manufacturer narrative:
The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. According to the complainant, the device will not be returned for investigation. We are unable to confirm the cause of the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that their omnipod 5 controller/personal diabetes manager (pdm)¿s battery no longer holds a charge and requires charging multiple times per day. They also reported that the pdm became hot during charging and that they observed an extreme temperature warning. They stated that the issue first began after traveling to pakistan and believed it may be related to an electrical surge or circuit issue experienced during travel. The patient reported that they use the insulet-issued charging cable. No harm to the patient was reported and no medical assistance was required. A replacement pdm was issued to the patient.